Manufacturer narrative:
Retainer ring = missing. Customer returned insulin pump for an alleged device test failed and pump error 43, 130 on 09/01/2021. The test p-cap does not lock properly in place in the reservoir compartment noted. Device was received with a cracked case (corner of belt clip rails), cracked keypad overlay, cracked battery tube threads, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case and scratched lcd window. Device passed the sleep current measurement, self test and active current measurement test. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specifications. Pump error 43 and 130 were found in history file due to corroded motor home switch. Device was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and motor assembly noted. In summary, customer alleged device test failed and pump error 43, 130 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor and alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated displacement test did not passed and insulin pump error reoccurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.